Event description:
Olympic neonatal scale plugged into outlet and plug blew and nurse received mild shock. Investigation of equipment by bio-med engineering revealed the cord cap on the scale was damaged. The cord cap was replaced and the scale was checked and returned to service. Hospital electrician also checked all the outlets in the room and they were found to be in good working order.